Event description:
Hypertensive crisis (hypertensive crisis). Case description: this case was reported by a physician via call center representative and described the occurrence of hypertensive crisis in a (B)(6) male patient who received double salt dental adhesive cream (ultra corega cream min flavor) cream (batch number nt3v, expiry date unk) for product used for unknown indication. Concomitant products included enalapril and atenolol. On (B)(6) march 2015, the patient started ultra corega cream mint flavor. On an unknown date, an unknown time after starting ultra corega cream mint flavor, the patient experienced hypertensive crisis (serious criteria gsk medically significant). On an unknown date, the outcome of the hypertensive crisis was unknown. It was unknown if the reporter considered the hypertensive crisis to be related to corega cream mint flavor. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information included, the consumer had started using the product on (B)(6) 2015 and on an unknown date patient presented with a hypertensive crisis. Reporter informed that consumer used the product according to product label. His physician had called to gsk since corega was the only thing that have changed in consumer habits and it contains salt.